Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via ms&s "nurse was requesting troubleshooting assistance for a patient's powerport with port needle (ref lh-0028yn). States the technician was not able to power inject the CT contrast and kept getting a failure on the power injection machine. Also, inquiring why the machine may have failed at completing a power injection. Also, requesting to know the other non-power needles we offer. Nurse not sure if the patient has a non-power or power rated needle." Ms&s response "explained lh-0038yn is the safestep needle. It is not power rated and has a max psi of 25. We also offer the miniloc non-power needle. For power injection to be successful, the port access needle and the port must be power rated. Some possible solutions would be to confirm the patient has a power rated port with a reference or lot number. Also, we recommend warming the contrast to body temperature prior to injection. This will help decrease the viscosity and psi during power infection. We also recommend checking for patency prior to injection of CT contrast. Customer states they did aspirate for blood prior to injection."